Manufacturer narrative:
The customer was splashed on the hand and in the face while changing the tubing, pre-trigger altitude valve block in of the trigger and pretrigger reservoirs on the alinity I processing module serial number (B)(6). Solution transfer unexpectedly began, splashing the customer with bulk solution. The customer was wearing gloves and washed her face to remove the liquid. No additional medical treatment was administered. Return testing was not completed as returns were not available. An instrument service history review revealed no contributing factors on or around the date of the complaint. A review of the tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of the tracking and trending of the tubing, pre-trigger altitude valve block in did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the tubing, pre-trigger altitude valve block in was identified.

Event description:
The customer received a splash to her hand and face from the alinity I processing module. The customer reported that the common trigger solution and pre trigger solution was empty and was performing troubleshooting when the analyzer would not transfer. The customer was changing a rod when the transfer unexpectedly started and was sprayed on her hand and face. The customer was wearing gloves, and she washed her face. No other treatments were provided beyond first aid. There was no impact to patient management reported. There was no additional harm to the customer reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer received a splash to her hand and face from the alinity I processing module. The customer reported that the common trigger solution and pre trigger solution was empty and was performing troubleshooting when the analyzer would not transfer. The customer was changing a rod when the transfer unexpectedly started and was sprayed on her hand and face. The customer was wearing gloves, and she washed her face. No other treatments were provided beyond first aid. There was no impact to patient management reported. There was no additional harm to the customer reported.